Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to call emergency medical services due to the high blood glucose. Customer¿s blood glucose level was 500 mg/dl. Customer stated that today when he woke up he was a little out of control they had to call emergency medical service to take them to the hospital. Customer stated that they would bolus but it would not seem like it was enough so he would need a manual injection. It was stated that insulin pump did come on and were able to clear the alarm. Customer blood glucose had been high for the last 4-5 days. Customer was assisted with troubleshooting for high blood glucose level if he feels it is needed. The insulin pump will not be returned for analysis.